Manufacturer narrative:
The serial number of the cobas eplex instrument is (B)(6). Investigation is ongoing.

Event description:
There was an allegation of questionable results using the cobas eplex blood culture identification gram positive panel with one patient sample on a cobas eplex instrument. The alleged sample generated a positive result for the staphylococcus target. The customer reported that staphylococcus aureus was detected in culture.

Manufacturer narrative:
The investigation did not identify a product problem. In mixed cultures, cobas® eplex bcid-gp assay test panel may not identify all organisms in the specimen, depending upon the concentration of each target present. Additionally, it is unclear which bottle was used and whether there was any mix-up in sample handling.